Event description:
The following info was obtained from the pt's medical records: on (B)(6) 2006, pt underwent lysis of adhesions and repair of an incarcerated ventral hernia with composix kugel mesh. On (B)(6) 2006 - (B)(6) 2007, pt developed a wound infection and was treated in the office. She was placed on po antibiotic and was referred to wound care clinic. On (B)(6) 2007, admitted with abdominal pain, nausea, and vomiting. CT was unremarkable. Pt was constipated and dehydrated she was put on bowel regimen and pain control. On (B)(6) 2007, admitted with abdominal pain. Imaging was unremarkable. Pt thought to have gastroenteritis with leukocytosis. On (B)(6) 2009, admitted with stabbing abdominal pain. Work up and imaging was normal. Diagnosis was question viral. Colonoscopy was planned. On (B)(6) 2010, presented to ER with abdominal pain after being kicked in the stomach by her grandson. She reported that she vomited after taking vicodin, which she took daily for her crohn's disease. She was treated for pain control and nausea. On (B)(6) 2011, laparoscopic excision of mesh with placement of sepramesh. The composix kugel mesh was noted to have been folded on itself and there were dense adhesions between the small bowel, omentum, and the undersurface of the mesh.

Manufacturer narrative:
Based on the info available at this time, no definitive conclusions can be made. This pt has a medical/surgical history significant for crohn's disease, adhesive disease, hypertension, and (B)(6) who has seen on several occasions in 2010 and 2011, with different surgeons discussing whether or not the composix kugel mesh should be removed. She had c/o severe abdominal pain and emesis of feculent material. It was noted by several of the surgeons that the pt has been on chronic narcotics for twenty years for chronic abdominal pain, long before the mesh had been implanted, and that the removal of the mesh would not alleviate her pain. The mesh was considered to be stable on imaging for several years. There is nothing in the medical records to support the pt's c/o of emesis of feculent material. The pt developed a wound infection two weeks post implant and was treated at the wound care clinic for approx two months. In 2010 and 2011, the pt was kicked in the stomach and took a fall respectively. It is unclear if one or both of these incidents may have contributed to the reported condition of the mesh upon explant. The medical records indicate that the pt was treated for adhesions, which is a known possible adverse was treated for adhesions, which is a known possible adverse reaction listed in the IFU. The info provided indicates that the pt was treated for a post operative wound infection. While there is no indication that the mesh was the source of the reported infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A mfg review that included review of sterility records was performed and did not find evidence of a mfg related cause for the alleged event. Additionally, no sample has been returned for eval. If add'l event and/or eval info is obtained, a f/u report will be submitted.